Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: 1. How much surgicel was used during the procedure? Minimal amounts. Necessary amounts to address bleeding. 2. Has any surgical or medical intervention been performed, in addition to the antibiotic treatment? The most recent discussion was that only antibiotic treatment was performed. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Used to address active bleeding 4. What is physician¿s opinion as to the etiology of or contributing factors to this event? Does not believe surgicel was the issue however, that was the only change in his recent procedures. 5. What is the patient¿s current status? Doing well. 6. What is the users experience w/ surgicel and other hemostatic agents? Familiar with surgicel and other hemostats. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. Where was the surgicel used (on what tissue)? 7. What was the onset date of the chemical meningitis? 8. Were cultures performed? If yes, what were results? 9. What was the drug therapy used for the patient¿s chemical meningitis? 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative chemical meningitis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6) 2023 and absorbable hemostat was used. Post-op the patients returned with chemical meningitis. They were treated with antibiotics and are doing fine. Additional information was requested.